Event description:
Revision of primary margron hip replacement due to reported pt symptoms of pain and aseptic loosening of stem. Loosening appears to be due to incorrect size selection by the surgeon.

Manufacturer narrative:
Aseptic loosening of primary implant appears to be due to incorrect size selection by surgeon. Anecdotal evidence suggest surgeon restrained in use of wider stems. Insufficient info to draw final conclusion.the event is being reported following a reassessment by portland orthopaedics. The reassessment was conducted after a trend regarding early revision rates with the margron device was observed by the orthopaedic association in its 2007 national joint registry report. This observed trend and portland's initial analysis were previously reported to FDA in MDR no. 9613642-2008-00001. As a precautionary measure, portland has taken the margron dtc system off the market in the u.s. Pending further evaluation of the device and events, except for cases in which margron -specific tools or components are necessary to perform revision of a margron implant.